Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). One companion sample was received for evaluation for the reported condition of a leak. A visual examination was performed on the sample and found no abnormalities. A comparative test was done on this sample and on another sample with the previous luer cap. Both sets were attached to a viaflo bag and primed. From both caps the solution leaked out. Per sample analysis, from both the old cap and recent cap, the solution leaks out. It is to be stated that functionality wise, both luers and caps are identical and in fact the cap is not meant to stop the fluid from going out during priming. The fluid control during priming needs to be done through the roller clamp. Hence, for the above reasons, no specific actions will be taken to correct the reported condition. However, baxter shall keep monitoring these events during quality reviews. A batch review could not be performed as the lot number was not provided by the customer.

Event description:
The customer reported to baxter (B)(4) a flo-gard IV solution administration set that leaked. According to the report, "there used to be a stopper at the end of the infusion tubing. Since this has been changed they experience a lot of times that the solution runs out." The condition was reported to have occurred during set-up. There was no patient injury or medical intervention associated with this event. No additional information is available.